Manufacturer narrative:
Other relevant device(s) are : product ID: 3889-28, lot# va0pkjl, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10/15/2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that during an unrelated health procedure they pulled on their lead and now their buttock was hurting and vibrating. Patient further stated that they told their other health professional and they thought they pulled on the lead which is now causing pain. Patient regular health care professional appointment would be available in may. No further complications were noted or anticipated.